Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the stent of a 3.5x28mm xience alpine stent delivery system (sds) partially dislodged when the yellow protective sheath was being removed. The sds was not used. The procedure was successfully completed with an unknown stent and the patient is doing well. There were no adverse patient effects and no clinically significant delay in the procedure. It was further reported the sds is returning without the balloon. It could not be confirmed how the balloon separation occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned stent implant. The reported unstable stent/dislodgement was confirmed. The reported balloon detachment could not be tested as the stent delivery system was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed and analysis of the returned stent, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.